Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, all implants were removed due to a loose and painful hip, and subsided femoral implant and osteolysis.